Manufacturer narrative:
Qn#(B)(4). The customer returned one catheterization device for analysis. No signs of use were observed. Visual analysis revealed that the guide wire body contained a kink directly adjacent to the distal tip. The guide wire appears slightly bent which is indicative of damage that resulted from resistance when the end user attempted to pass it through the needle cannula. The cannula length (per measurement c in the cannula graphic) measured 3.159", which is within the specification limits of 3.155"-3.165" per the cannula graphic. The cannula inner diameter measured .017" which is within the specification limits of .0165"-.0180" per the cannula graphic. The cannula outer diameter measured .0253" which is within the specification limits of .0250"-.0255" per the cannula graphic. The kink in the guide wire measured 2mm from the distal tip. The guide wire length from the orange handle to the distal tip measured 4 9/16" which is within the specification limits of 4 7/16"-4 11/16" per the guide wire with handle graphic. The guide wire diameter measured .398mm which is within the specification limits of .381mm-.404mm per the guide wire graphic. Functional testing was performed per IFU statement "stabilize position of introducer needle and carefully advance spring-wire guide into vessel using spring-wire guide handle". During functional testing , the guide wire was unable to advance as expected. Resistance was met while attempting to advance the guide wire through the needle cannula. Based on the functional testing, the customer reported issue is confirmed. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." The report of a guide wire needle resistance was confirmed through complaint investigation. Visual analysis revealed a kink/offset coil directly adjacent to the distal weld. This prevented the guide wire from inserting into the cannula. Despite the damage, the guide wire and the cannula met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received , it was determined that unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "the physician advanced the wire over catheter prior to use to patient as product preparation, but didn t move forward. So separated the wire from the catheter to check and found slightly kinked at the 0.2cm tip of wire." No patient involvement.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "the physician advanced the wire over catheter prior to use to patient as product preparation, but didn t move foward. So seperated the wire from the catheter to check and found slightly kinked at the 0.2cm tip of wire." No patient involvement.